Event description:
The patient reportedly experienced facial nerve paralysis with her internal device. Imaging showed that the electrode array had migrated out of the patient's cochlea and that the cochlea had a small ossification in it. The patient's device has been explanted. The patient was reimplanted with another advanced bionics cochlear device.